Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted for the potentially associated lot number 12i18h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report with supplemental information provided by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient was diagnosed with enterococcus peritonitis and was hospitalized for the event. On an unreported date during hospitalization, the patient received 2 doses of vancomycin (dose, frequency and route not reported). On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event. Per the nurse, this peritonitis event was not related to baxter products.